Event description:
This patient's leads were capped due to patient pain and replaced with competitive passive fixation leads. This is all of the information that is available to us. Should additional information become available, this event will be updated. (B)(4) 2014 - this device was returned and it had been explanted, not capped.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During analysis, no deviations were noted, which might have contributed to the reported clinical event. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis fixation mechanism were within the technical specifications. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.